Manufacturer narrative:
This report is submitted on february 15, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain/non-auditory sensations and poor performance with the device. It is unknown if there are plans to reimplant the patient as of the date of this report.